Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 4:00am. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and took more food/drink on (B)(6) 2012 at 4:00am and again at 8:00am in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of being "sweaty and delusional" but denied receiving any treatment in response to the symptoms. The cca noted that the subject meter was not available to troubleshoot and that the batteries needed replacement. Replacement products were sent to the patient. This complaint is being reported because although the patient did not receive any medical treatment after the alleged issue began, the patient claimed to have developed symptoms suggestive of a serious injury.